Manufacturer narrative:
Additional information was added: the device was manufactured from july 15, 2019 - july 16, 2019. Seven (7) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additional magnified inspection revealed a cosmetic print issues on the front outside surface in the three (3) samples and no issues in the other (4) samples. The reported issue of black foreign material was not verified. The cause of the print defect was determined to be due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material (black particle) was observed in seven (7) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The location of the foreign material was unspecified. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.